Manufacturer narrative:
Additional information: updated date of event. Additional information was received that it was unknown whether an alarm condition occurred, but the patient was monitored via a cardiac and saturation monitor. According to the patient notes, the patient was also "improved and well prior to discharge". The ventilator settings at the time of the event were also noted as the following: rr 35. Fio2 50%, pressure 20/8, I:e 1:2, cmv.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was received for evaluation. External visual inspection the front panel is bowed due to an impact of some kind. The gauge bezel also had a gap under it and the panel had a gap at the side, which caused the knobs to be misaligned against the panel label. Upon inspection of the patient valve, it was discovered the diaphragm had a large split and had lots of particles stuck to it. A split in the diaphragm would prevent the unit from supplying the correct pressures. The diaphragm requires removal for cleaning as it comes into contact with a patient's expired gases. The babypac user manual stipulates that the diaphragm should be checked after cleaning for signs of deterioration and that a functional test should be carried out before use. The manual also warns to be careful to avoid tears when removing the diaphragm for cleaning. After re-fitting with an undamaged diaphragm, the unit passed all tests. The investigation noted that the reason for the incorrect pressures was due to a split in the diaphragm, which would have been picked up in pre-use checks specified in the user manual had they been performed by the user. Based on the evidence and investigation, the complaint allegation was confirmed. The cause of the split in the diaphragm would have been due to the rubber material wearing thin over time during general use and cleaning processes.

Event description:
Information was received that a smiths medical pneupac b100 babypac ventilator would not deliver sufficient pressures when connected to a patient. It was also noted the device tubing was changed and the problem persisted. Subsequently, the patient was hand ventilated by anesthetics until the nicu coordinator successfully connected a replacement babypac device. During this time, patient inflation and peep pressures could not be accurately delivered. However, no adverse patient effects were reported.